Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found one of the contactors for their steam generator was stuck in the closed position. As the contactor was stuck in the closed position, this allowed continuous power to be provided to the unit causing excess steam and pressure to build up. The steam and pressure build up caused the sight glass to become damaged and allowed steam to leak from the unit. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported steam leaking from their evolution sterilizer. Procedures were postponed as a result of the steam leak. No report of injury.